Event description:
Aspira catheter is a "tunneled" drain with a cuff that helps prevent infections and eventually helps the catheter stay in place. Cuff would not work. Changed out new catheter, no harm to patient.